Manufacturer narrative:
(B)(4). Product evaluated and customer's report of the set leaking or coming apart was confirmed. During eval the set was pressure tested. The set separated at the engagement where the tubing was attached to the pvc tubing sleeve. The cause for the set leaking or coming apart was identified as the set being assembled incorrectly during the mfg process. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported only available info is the set coming apart or leaking, location of leak not provided. It is not known if the set was used on a pt.